Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine at 1.050mg/day and hydromorphone 1.050m/day via an implantable pump. The indication for use was spinal pain. The patient reported they had been dealing with a post infection that will not go away. After 20 of antibiotics still no resolve to the infection. The patient stated a couple of months ago they started getting an infection in the pump and pocket and have been on antibiotics for about 20 days, and unless some miracle happens, would more than likely will have to be removed. They have been decreasing his dosage amount so they can stretch out the need to refill and have been supplementing with oral meds. The patient wanted to know if they have to replace the pump will they leave in the catheter. When asked event date the patient stated on (B)(6) 2021 the patient had surgery on his shoulder and after the surgery his arm was in a sling. The patient and the physician believe the sling was rubbing up against the pump which created a dry patch of skin that be came "like a dimple". The center of the dimple got darker and larger and the skin over the pump became thinner until you could see the silver of the pump through the skin. On (B)(6) 2022 the physician removed the pump and cleaned the pump and cleaned the pocket and put it all back. Per the patient, it was good for about 2 weeks when the incision started to get all red again and it opened up and started oozing. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the actions/interventions taken to resolve the infection were a wound care consultant, antibiotics, and tylex. The device was explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.